Event description:
The customer contact reported a leak; subsequently bleed back was noted. The tubing set was being used to deliver saline. After an unspecified length of time in use, a leak of solution was noted from an unspecified location and bleed back was noted in the tubing. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The catalog number provided is the international list number that was involved in the reported event which is comparable to the domestic list number 11572. The domestic list number 11572 has a 80fpk common device and has a k063239 510k. (B) (4).